Event description:
An obese male patient had permacol implanted for a large complex ventral hernia repair in 2004. Following successful repair, the patient returned to his job which involved heavy lifting. Unfortunately 2 years postoperatively the hernia recurred and upon exploration, the surgeon commented that he believed the recurrence was likely to be related to the tacking procedure. The recurrent hernia was repaired and the patient is currently doing well. The surgeon did not feel that the recurrence was related to permacol and felt that the obese patient and the patient's heavy lifting job increased the probability of recurrence.

Manufacturer narrative:
There is no lot number information available in relation to this case ,however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. In this case the obese patient and the patient's heavy lifting job may have contributed to the hernia recurrence.